Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker device exhibited drop in battery longevity and was suspected to have premature battery depletion (pbd). The battery had dropped from 2.5 yrs and reached at elective replacement indicator (eri) in about 16 months. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to be returned for analysis.

Event description:
It was reported that this pacemaker device exhibited drop in battery longevity and was suspected to have premature battery depletion (pbd). The battery had dropped from 2.5 yrs and reached at elective replacement indicator (eri) in about 16 months. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. The device was returned and is currently undergoing detailed analysis. A supplemental report will be provided upon completion of analysis.

Manufacturer narrative:
Laboratory analysis confirmed that the referenced device experienced normal battery depletion; the device's battery met specification, the power consumption was stable, and the current drain of the hybrid circuit was normal. It was determined that the device experienced difficulty calculating the estimated remaining longevity due to a higher-than-expected remaining battery voltage. This resulted in the observed fluctuations in remaining longevity. However, it is expected that the longevity remaining estimates would have stabilized prior to the device eventually reaching the explant replacement indicator. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker device exhibited drop in battery longevity and was suspected to have premature battery depletion (pbd). The battery had dropped from 2.5 yrs and reached at elective replacement indicator (eri) in about 16 months. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to be returned for analysis.

Manufacturer narrative:
This report contains correction in section d6b explant date. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.